Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI for 00625006515-bone scr 6.5x15 self-tap-64492557: (B)(4). UDI for 00625006540-bone scr 6.5x40 self-tap-64302847: (B)(4). Reported event was confirmed via medical records reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant products: 192413 echo femoral stem 674160. 650-1058 biolox head 2963349. 650-1065 biolox taper 2959057. 010000864 g7 e1 liner 6544595. 110010266 g7 multihole shell - 6578075. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Two bone screw product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device was removed and which remained implanted. The information for appropriate bone screw is one of the following: item name: bone scr 6.5x15 self-tap. Catalog number: 00625006515. Lot number: 64492557. Expiration date: 7/31/2029. Manufacturing date: 8/9/2019. Or: item name: bone scr 6.5x40 self-tap. Catalog number: 00625006540. Lot number: 64302847. Expiration date: 1/31/2029. Manufacturing date: 2/6/2019.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation. A few months later the patient developed instability with recurring dislocations and underwent a second surgery approximately 5 months later. During the revision, the surgeon elected to remove one of the screws as it was noted to be intrapelvic and did not have great fixation. Attempts have been made and additional information on the reported event is unavailable at this time.